Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately six months post implant of this mechanical aortic valve, this valve was explanted and replaced with a bioprosthetic aortic valve due to valvular thrombosis, and the patient's physiological non-responsiveness to anticoagulation therapy. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicate that the patient's physiological non-responsiveness to anticoagulation therapy was the cause of the thrombus formation. The patient has a history of a hypercoagulable state and longtime treatment with pharmaceutical agents for this condition. Despite adherence to his anticoagulation regimen, he has not responded to therapeutic levels of heparin. There was moderately substantial clot burden, and there was concern of stroke and he has a history of prior stroke so the consensus of the team was to place a tissue valve. Based on the received information, the valve replacement was due to patient issue. Medtronic will continue to monitor field performance for similar events should they occur. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.